Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that atrial lead had dislodged. It was also noted that right ventricular (rv) lead exhibited high capture threshold and high pacing impedance due to suspected conductor fracture. Both leads were capped on (B)(6) 2024 and replaced with new leads. Patient condition was stable.